Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion. The device was inspected with no issues noted. It was reported that stent deformation occurred in vivo during positioning, struts were noted to be raised in the proximal part of the stent by calcium. The procedure was completed using the same model and size stent. The patient is alive with no injury.